Event description:
It was reported that the patient had the implant turned off for several years but just reported that she was feeling stimulation again. It was noted that the stimulation was in her legs and she felt constant pulsations and it was very irritating. It was noted that stimulation was turning on. It was noted that the patient only had the magnet and it was not turning the implant off. It was noted that there was no known accident or incident related to this complaint. It was noted that the patient noticed a change a couple of days prior to report. It was noted that the patient had not had any medical test or procedures or around any equipment that might emit emi. It was noted that the reporter reported not being able to adjust stimulation. It was noted that the reporter was not with the patient but they had tried the magnet on several occasions but it was still not turning off. Additional information received reported that the implantable neurostimulator (ins) had been off for 15 years and that 2 nights prior to report it came back on and the patient could not turn it off. It was noted that they tried using a magnet to turn it off but it did not go off. It was noted that the patient did not have a patient programmer. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1997, product type lead; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1997, product type programmer, patient. (B)(4).